Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. He manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left common iliac artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was able to cross the lesion with a non-bsc recanalization catheter and the device was initially inflated at 8 atmospheres for 30 seconds. Second inflation was performed at 8 atmospheres for 30 seconds; however, during the third inflation at 8 atmospheres, the balloon ruptured after being inflated for 30 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.